Event description:
Clinical study: same case as MFR # 2134265-2008-00283. Same pt as MFR # 2134265-2008-00120 and 00122. It was reported that 3 days after the initial index stenting treatment procedure, the pt experienced a stent thrombosis. The pt presented for treatment with an acute myocardial infarction (mi). The target lesion 1 (10mm long) was reported as the mid left anterior descending artery (mid lad) with 100% stenosis and a reference diameter of 3.0mm. The index procedure medication was bivalirudin. The lesion type was de novo. The lesion was reported with no tortuosity or calcification. Lesion 1 was predilatated and stented with a 3.0x20mm taxus express2 drug eluting stent. Post dilatation was performed with residual stenosis as 0%. Target lesion 2 (20mm long) was reported as the distal left anterior descending artery (distal lad) with 80% stenosis and a reference diameter of 2.25mm. The lesion type was de novo. The lesion was reported with no tortuosity or calcification. Lesion 2 was stented with a 2.25x20mm taxus express2 drug eluting stent. A 2.25x16mm taxus express2 drug eluting stent was implanted overlapping distally to the first stent due to perforation. The perforation was caused by over inflation using a quantum maverick balloon. The perforation was treated with prolonged inflations and reverse heparin. Post dilatation was performed with residual stenosis as 0%. Three days post index procedure, the pt experienced chest pain and st elevation. This was concluded as stent thrombosis of the distal lad. The action taken to treat the stent thrombosis was revascularization. The pt's condition was reported as stable. The pt was discharged five days later on clopidogrel, clexan aspirin, simovil, normiten, enaladex and mononit. Based on additional info received from the facility, the physician stated the thrombosis was unrelated to the stent.

Manufacturer narrative:
Device evaluation: as no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The exact cause of the complaint could not be determined. The most probable root cause is anticipated procedural complication.